Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure, four recaptures were performed because the valve dislodged before release from the delivery catheter system (dcs). The reporter also noted that after starting the implant at 10 mm on the non-coronary cusp (ncc), the valve ended up at 0 mm on the left coronary cusp (lcc). After the fourth recapture, the valve and dcs were exchanged for evolut devices of the same size and model. The second system was successfully used to complete the valve implant. Additional information was received to report the patient's native anatomy at the aortic valve had minimal calcification, but the valve was stenotic. A non-medtronic (boston scientific safari) guidewire was used for the procedure. A pre-implant balloon dilation was performed using a 22mm balloon. During the attempt to implant the valve, the deployment starting point was at the bottom of the pigtail catheter. However, as the valve dislodged aortically during deployment, it was lower than the bottom of the pigtail catheter. The valve dislodged up to the sinus of valsalva to an implant depth of 6mm on the ncc and 0mm on the lcc.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29; product lot/serial number: (B)(6); product type: heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during this transcatheter aortic valve implant procedure, four recaptures were performed because the valve dislodged before release from the delivery catheter system (dcs). The reporter also noted that after starting the implant at 10 mm on the non-coronary cusp (ncc), the valve ended up at 0 mm on the left coronary cusp (lcc). After the fourth recapture, the valve and dcs were exchanged for evolut devices of the same size and model. The second system was successfully used to complete the valve implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.